Event description:
The customer reported that the tip of the waveguide disengaged into the pt during a laparoscopic-assisted hysterectomy. The piece was retrieved. A metal manipulator was in use during the procedure. The surgeon installed another dissector and successfully completed the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.